Event description:
It was reported that this patient's remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed on the communicator and was unsuccessful. The patient will be sent a new adapter to connect with the communicator. Additional information was received indicating that there were a few red alert was due to high out of range shock impedances on the right ventricular (rv) lead measuring greater than 125 ohms. At this time, this rv lead remains in service. No adverse patient effects were reported.